Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient had a past instance where they had a crossover interaction with an upright freezer door where a bolt of lightning shot down from the device through their leg in 2012. The patient had uncomfortable stimulation with their old implantable neurostimulator (ins). The patient eventually had the ins replaced due to normal battery depletion. The indication for use for this patient was gastrointestinal/pelvic floor.